Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when attempting daily leak tests, the cardiosave intra-aortic balloon pump (iabp) had a helium leak alarm and indicated the catheter extender insertion port on the pim broken. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replicated user complaint. Identified catheter extender insertion port on pim broken, as it can be manipulated by hand. As such, unable to complete simulated treatment with testing catheter and simulator upon initial testing. Replaced pim. Post replacing pim, successfully completed a simulated treatment with testing catheter and simulator without issue. Nothing unusual identified in the logs. Unit calibrated and verified per manufacturer specifications. The failure analysis and testing dept. Received the following parts associated with this complaint pn 0997-00-1178 sn (B)(6) part was received with a reported failure of a helium leak alarm. Stated the catheter insertion port is broken. The fat performed a visual inspection and found the part to have a broken catheter insertion port. This would cause a helium leak. Confirmed the part was faulty but no root cause defined. Retaining the part in the failure analysis and testing department per procedure.